Event description:
Patient was intubated for spinal surgery. Surgery aborted. Returned to ICU with et tube in place. In-line ballard suction catheter attached to circuit. The following day, the patient was extubated - transferred to floor for care. Approximately 7 days after the original procedure, the patient returned to operating room for spinal surgery. After intubation, anesthesiology had difficulty ventilating patient. Ent was called to operating room. Bronchoscopy done. Approximately 13cm piece of ballard suction catheter retrieved. Surgery completed. Patient taken to ICU.